Event description:
According to the reporter: small operation in the neck, naevus. The needle broke off in the base of the needle so the needle stayed in the wound, they could not find it so the patient has to go to hospital for surgery to remove the needle. Extension of surgery time. No blood loss of more than 250 cc, no extension of the incision of more than 1 inch, no unanticipated or irreversible damage to vascular tissue. Needle fell into patient cavity, but was found after surgery. Additional information requested.

Manufacturer narrative:
(B)(4).